Event description:
It was reported that the customer heard vibrating sounds from her insulin pump. Customer's blood glucose level was 120 mg/dl. Customer stated that she had a MRI, but insulin pump was in a different room. Customer stated that she did not receive any alarms. No additional information provided.

Manufacturer narrative:
(B)(4).findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr. (Gold) the motor was tested outside the device and was received with high current draw. Unit passed selftest. No vibration or audio beep anomalies noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.